Manufacturer narrative:
The reported field event of impedance anomaly was confirmed. The device was above the elective replacement indicator (eri) upon receipt. Functional testing confirmed low atrial pacing lead impedance measurement. Analysis revealed the low impedance measurement was due to a hybrid anomaly. The cause of the hybrid anomaly could not be determined.

Event description:
It was reported, during an implant procedure when connecting the device, low pacing impedance was observed. The device was disconnected and the lead was tested and showed normal impedance values. The device was again connected and low impedance was observed. The device was exchanged and normal impedance values were observed. The patient was stable.